Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 4.0mm x 60mm x 150cm armada 14 balloon catheter, solution leaked from a hole observed in the shaft. The balloon catheter was not used on the patient. Another balloon catheter was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.